Event description:
It was reported that the patient went to emergency room (ER) on (B)(6), 2026, due to patient's blood glucose (bg) level approximately to 600 mg/dl while wearing the pod more than 48 hours on the hip/buttocks. The reason for high bg was leaking of the insulin from the pod. Also, the patient had redness on her skin. As treatment, the patient received intravenous fluids and new pod was placed. The patient was discharged on the (B)(6), 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.